Manufacturer narrative:
The reagent lot number was requested but was not provided. The field service engineer (fse) replaced the solenoid valve and readjusted the cell rinse levels. The fse performed tests and confirmed the module was running back in specifications. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable cholesterol gen.2 result for a patient sample tested on a cobas c 503 analytical unit. The initial result was 66 mg/dl. The repeat result, tested in another laboratory, was 161 mg/dl. The repeat result was consistent with the patient's ldl value and previous results.